Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced sensor and calibration error, and sensor glucose versus blood glucose issues. The customer's current blood glucose was 86 mg/dl while the sensor glucose was 263 mg/dl. The customer's blood glucose reading with the fingerstick was 79 mg/dl. Troubleshooting was conducted. Advised to monitor the insulin pump and to call back if they need further assistance. Nothing further reported.